Manufacturer narrative:
Reported event: an event regarding wear involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about 2006 and was revised on (B)(6) 2021. Allegedly the findings during revision surgery were "the femoral stem was irreparably damaged at the trunnion with the trunnion having melted."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about 2006 and was revised on (B)(6) 2021. Allegedly the findings during revision surgery were "the femoral stem was irreparably damaged at the trunnion with the trunnion having melted."